Event description:
Olympus medical sys corp (omsc) was informed that during an esophageal gastroendoscopy (egd) for esophageal dilation with balloon catheter, the user found that the subject device had been fallen into the pt esophagus and there was a minor ulcer in the esophagus. The subject device was reportedly retrieved with an uncertain forceps. In addition, it was reported that the ulcer did not need to be treated and there was no other harm in the pt.

Manufacturer narrative:
Olympus followed up with the user facility to obtain detail info. It was reported that the facility conduct egd using the subject device and gastro-videoscope for balloon dilation 3 days prior to the procedure and the device detached from the endoscope. The facility also reported that they did not use medical tape when the subject device was attached to the endoscope. Omsc could not evaluate the device because the device was not returned to omsc. There were no abnormalities related to the phenomenon in the mfg record of the subject device. The device instruction manual instructs as follows; "secure the endoscope attachment section to the endoscope's distal end using lint-free medical tape." This report is being submitted as a medical device report in an abundance of caution.